Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff. No discrepancies were found. Sample was filled with 5cc of air in order to see if there was any functional problem. The cuff inflated without problems. Air cuff symmetry test was performed to the unit and when measuring the cuff, the percentage for the symmetry was 50%. This result is over 33.3% that is the minimum acceptable. Based on the test, the unit is within spec. Root cause cannot be determined since the complaint was not confirmed. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the cuff was inflating asymmetrically despite troubleshooting efforts such as massaging the cuff and using 5ml sterile water. No patient injury was reported.